Manufacturer narrative:
The investigation determined that a lower than expected total ¿-hcg quality control result was obtained from a non-vitros quality control fluid using vitros total ¿-hcg ii reagent with a vitros 5600 integrated system. A definitive assignable cause for the lower than expected quality control result could not be determined. Based on historical quality control results, vitros total ¿-hcg ii lot 1450 was performing as expected, however a transient issue cannot be completely ruled out. Vitros total ¿-hcg ii precision testing was not performed to verify instrument performance at the time of the event, therefore unexpected instrument performance cannot be ruled out as a contributing factor.

Event description:
A customer obtained a lower than expected total hcg quality control result from a non-vitros quality control fluid, using vitros tota hcg ii reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected total hcg result was generated from non-patient fluid and there is no allegation of patient harm as a result of the event. (B)(4).